Event description:
Additional information indicated that a surgical intervention occurred on (B)(6) 2021 wherein the ipg pocket was repositioned to resolve the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient is experiencing pain at the ipg site due to a fall. In turn, surgical intervention is pending to address the issue.